Manufacturer narrative:
The implant date and lot number for the concomitant products was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulty with an inflatable penile prosthesis (ipp) not functioning properly. During explant of the device, the physician determined that they was a break in the tubing near the pump that resulted in fluid loss. A new ipp was implanted. No patient complications were reported.